Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient had undergone a breast augmentation revision surgery with implantation of a 375cc mentor memorygel breast implant prostheses. Post-operatively, a bilateral rupture event was discovered during an explantation and replacement surgery on (B)(6) 2021. The patient had implantation of 170cc mentor memorygel breast implants. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2021-13350 for the contralateral event.

Manufacturer narrative:
On dec 13, 2021, the mentor analysis lab received the device for evaluation. On (B)(6) 2022, the product investigation was completed and is as follows: visual analysis of the returned sample revealed that the breast implant had a crease/fold on the anterior view. In addition, a tear was found within the crease/fold, measuring approximately 8.5 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Manufacturer¿s reference number: (B)(4).